Event description:
During lvad implant it was noted by the operating room staff during heartmate 3 pump prep that the o ring in the inflow graph of the lvad was asymmetrical. This was discussed in real time with manufacturer clinical support, the entire implant kit was pulled from service and sent back for warranty replacement. The new implant kit was opened and implant proceeded as expected without issues. FDA safety report ID # (B)(4).